Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the lcb distal cover glass cracked, the manufacturer label missing, the air/water socket deformed, the ground wire cut, the objective lens unit scratched, the distal body worn out, the operation channel non-pentax work/parts, the bending rubber non-pentax work/parts, the insertion flexible tube (ift) non-pentax work/parts, and the segment non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy )